Event description:
A section of the distal shaft of the itrack advance catheter separated during surgery. Manual removal from the eye using forceps was required. A replacement device was required to complete the original procedure.